Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the right rail and retractor band was damaged. The field service engineer removed the drawer, replaced the right rail and the full-height retractor band, cleaned all the ball bearings, and conducted a test on the drawer. The drawer is functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it appeared that the drawer is likely to become jammed, as it emits a screeching noise upon being opened. The customer reported that the malfunction caused delay in dispensing of the mediation to the patient. There were no adverse events or injuries reported based on this incident.